Event description:
It was reported that the patient presented to the hospital with a heart rate of ten beats per minute. The patient was hospitalized and externally paced to increase the patient's heart rate. The right ventricular (rv) lead was not capturing the right ventricle. The lead was inactivated and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).